Manufacturer narrative:
The reported event that "one of the leaflets was not moving properly resulting in incomplete coaptation" could not be confirmed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 27mm biocor valve was selected for implant in the mitral position. During the procedure, one of the leaflets was not moving properly resulting in incomplete coaptation. Per site, the valve had been rinsed and handles per the IFU. The valve was removed, and another 27mm epic valve was implanted. The need for valve exchange resulted in extended bypass time. The patient is reported to be stable.